Event description:
The rptr did meter to hcp meter comparision tests, within 10 minutes, using two separate finger sticks. [The original report was stated as a lab test; information corrected by the rptr on follow-up.] Testing was done during a routine dr's appt. Rptr's meter reading was 90 mg/dl compared to the dr's meter (type unknown) result of 150 mg/dl. Rptr did not have any symptoms. Two control tests of 72, range 92-138, were done using test strips opened prior week; rptr wasn't certain, but said low readings may have started at that time. No harm was alleged.